Event description:
The alaris tubing was installed into the alaris infusion pump without difficulty. The rn programmed the pump at 22 cc/hr and set the volume to be infused at 200cc. The total volume of IV medication in the IV bag was 628cc prior to the start of the infusion. After 9 hours the infusion pump alarmed for "air in line." The rn responded to the alarm and noted that the entire bag of IV solution had infused. The stated volume infused on the IV pump was consistent with the programmed rate of 22 cc/hr. The pump was pulled from service and evaluated by clinical engineering. No mechanical problem was found. Per cqi data pulled from the pump, the rate was correctly set. Alaris called facility to set up an upgrade for the pumps due to several incidents nationally. Facility recognised that incident was similar to these and reported it to alaris.